Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 271 mcg/day) in flex dosing mode via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2021 the patient came into the ER (emergency room) with withdrawal symptoms and increased spasticity. According to the hcp, the patient reported a gradual increase in his spasticity starting about 3 days ago. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were read, and they were okay. A side port aspiration was attempted, but they could not withdraw from the cap (catheter access port). The patient was taken to surgery the next day. During the procedure, the pump segment of the catheter was removed; a short portion of the spinal segment remained implanted and ligated off in the spinal incision; and a new catheter was implanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.